Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the "day shift nurse report that her bag was 45 ml short of fentanyl and there were no boluses given by herself. She¿s claiming the pump malfunctioned. However the cqi data indicates that the night shift nurse performed 4 boluses of the medication over night even though it was not programmed to do so." There was no report of patient harm.